Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 23mm trifecta valve was implanted. On (B)(6) 2026, a pressure gradient was present and echocardiographic findings showed aortic stenosis (as). A redo valve in valve procedure was performed and a non-abbott valve was implanted. The patient was reported discharged and stable.